Manufacturer narrative:
The customer¿s report of a hole in the tubing was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.058 inches long. Visual examination under magnification noted no crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
(B)(4), lot: 16125108 is 07613203021012. Concomitant medical products: 250 ml baxter bag ndc 0338-0049-02, lot y221309, exp jul 18, 09.% sodium chloride injection; therapy date unknown the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while priming levophed that was connected to the patient, they noticed fluid dripping on the floor. After looking at the tubing they found a hole in the tubing and the medication was leaking from it. There is no report of patient harm.